Manufacturer narrative:
(B)(4). Date sent: 11/18/2021. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. If the product is received at a later date, the investigation will be updated as applicable. The DHR for lot 25413 was reviewed. No ncs, defects, or reworks related to the product complaint were found.

Manufacturer narrative:
(B)(4). Lot number was received and DHR is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. Additional information received: (B)(6) hospital of usc model: lxmc14 device lot number: 25413 drug therapy: yes. Adverse event term: dysphagia. Additional information was requested, and the following was obtained: did the subject require additional medical treatment for issues with linx device? If yes, describe the medical treatment provided: if medications were part of the medical treatment, were the medications prescription or over the counter? Answer = we can confirm via the subject pdf that the drug therapy is prescription. Additional information received: other troublesome symptom that may be related to the linx device or procedure = referred muscle pain in back. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported via clinical trial patient experience, dysphagia. The event was not related to the study device.

Manufacturer narrative:
(B)(4). Date sent: 6/13/2025. Additional information: outcome: recovering/resolving: not recovered/not resolved.